Event description:
The customer reported a continu-flo administration set, with y-site, that had a luer that would not connect to an unknown product. This condition occurred during priming. There was no patient involvement. No patient injury or medical intervention was reported. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Evaluation summary: the sample was returned for evaluation. A visual inspection was performed and the luer adapter could not move. Therefore the reported condition was confirmed. The root cause was determined to be excess solvent on the adapter, due to an assembly technique. Should additional relevant information be received, a follow-up medwatch will be submitted. Additional information: this issue is being investigated through CAPA. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot.